Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after resetting up with new supplies. The patient reported receiving an air detected in cassette alarm during fill 1 of treatment. The patient confirmed that there was no fluid inside or on the cycler and the patient reset up with new supplies and continued with treatment on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated that the patient is trained on performing manual peritoneal dialysis therapy if needed, however the pdrn believed that the patient was able to complete peritoneal dialysis treatment on the same cycler using a different cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional follow up with the patient confirmed that treatment was completed on the cycler with a different box of cassettes and the patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.